Event description:
Olympus medical systems corp (omsc) was informed that during the anterior resection of rectum, abnormal output occurred with the subject device when the user inspected it before use. The user cleansed the probe of the device and tested its output with the different transducer, outside the pt body. And the same defect was confirmed. The procedure was completed with another new sonosurg t3905. The device was used less than five times. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad on the grasping section of the subject device was severely worn and the metal part was exposed. The grasping section was curved and had a scratch at the tip. The mfg history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section the ptfe pad severely wears, and abnormal output occurs. As the result of eval, omsc concluded that the abnormal output of the device was due to the user's improper inspection; the user activated output without grasping tissue, and then the curved grasping section, which was caused by handling of the user, and the probe contacted too much. Or the possibility that the user mistook attachment of the device is also considered. The instruction manual fo the subject device already cautions: do not drop the instrument or forcefully strike it. Even if the instrument appears undamaged, its durability may have been impaired. If the instrument is dropped or struck with force, do not use it, and contact olympus; do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach. Based upon the finding of the inspection, this report is being submitted as a medical device report in an abundance of caution.